Event description:
It was reported that a 2.5 x 33 mm xience xpedition was implanted in the mid left anterior descending artery on (B)(6) 2013. The stent was confirmed to be fully apposed to the vessel wall by intravascular ultrasound (ivus) and angiography. On (B)(6) 2013, the patient was re-admitted to the hospital and angiography confirmed there was thrombosis in the implanted xience xpedition stent. The thrombus was aspirated and plain old balloon angioplasty (poba) was performed. Blood flow was restored. There was no clinically significant delay in the procedure. As of (B)(6) 2014 the patient was still hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of thrombosis and atrial fibrillation (arrhythmia) are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.